Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is "hearing a static sound from device area." The patient is "not feeling well" and thinks medication may be causing the sound. The device is still in use. No patient complications have been reported as a result of this event.